Event description:
It was reported that an unspecified malfunction occurred. On 09/24/2024, the patient reported that on (B)(6) 2024 they experienced a hypoglycemic event which occurred on an unspecified day after sensor insertion into the arm. On approximately (B)(6) 2024, around 7:00pm, the patient was mowing her lawn. The patient's continuous glucose monitor (cgm) alerted her to a value "in the 40s" mg/dl. No bg meter reading was taken at this time. The patient decided to return to her house. As the patient was heading towards her house, she lost consciousness. Around 11:30pm, the patient woke up on her own and found herself on the ground. The patient had a large scratch on her arm and suspected she had been thrown off her lawnmower and hit a trailer when she lost consciousness. Upon awakening, the patient got back to her house 20 minutes later, and the bg meter reading was 138 mg/dl. No cgm comparison value was reported at this time. The patient called her granddaughter and advised her of what happened, and she suggested the patient go to the emergency room (ER). The patient was examined and remained in the ER from 1:00am to 8:00am. At some point during her stay, the patient¿s bg meter reading was 160 mg/dl and her cgm readings were in the 140-160 mg/dl range. The patient only received treatment for her "bruises and cuts", although the specific treatment provided to her was not mentioned. She suffered a cut on her arm, bruises on her shoulder, a sore head, and some bleeding. The patient was not provided with any medication while in the ER. The patient was in good condition at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.